Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, further evaluation was unable to be performed. Although requested several times, the product identifiers and patient weight were not obtained; thus, manufacturing and lot history reviews were unable to be performed. Conclusion: the actual sample will not be received for evaluation. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a dissection occurred after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. Two hundred days post-index procedure, the subject presented to the hospital with complaints of recurrent stenosis of the left superficial femoral artery and claudication in the left lower extremity and underwent percutaneous intervention. It is unknown if a lutonix dcb was used during any previous angioplasties. Angiography revealed that the left common femoral and left profunda femoris were normal. The proximal 2/3 of the left superficial femoral artery were normal. There were 60 and 80% sequential stenosis in the distal left superficial femoral artery and a 90% stenosis in the proximal left popliteal artery. There was sequential 60-80% stenosis in the proximal popliteal artery above the knee. The health care professional (hcp) used a terumo glidewire to navigate through the stenotic segments of the left superficial femoral artery into the distal popliteal artery. Orbital atherectomy was performed to the left superficial and popliteal artery using the cardiovascular system diamondback 1.5 with a solid crown. Two passes at minimum speed, two passes at medium speed and two passes at high speed were made. Following this, the treated segment was then dilated using a 5 x 100 mm lutonix balloon. Repeat angiography showed an area of dissection in the proximal popliteal artery. Therefore a 4.5 x 120 mm supera self-expanding stent was then deployed in the area of dissection. Repeat angiography showed excellent reconstitution of flow lumen of the left superficial femoral and popliteal arteries with no residual stenosis, dissection or extravasation. The lutonix dcb was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.